Event description:
Approximately eight and one-half (8 1/2) months after the index procedure the patient expired. The event was reported to be unrelated to the study device or index procedure. Additional information such as cause of death, results of an autopsy has been requested but has not been forthcoming as of the time of this report.